Event description:
During a procedure an attempt was made to use two resolute integrity coronary drug eluting stents when stent deformation occurred in vivo during positioning/advancement. The devices were inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The lesion being treated was a moderately tortuous, severely calcified lesion with 99% stenosis located in the mid left anterior descending (lad) artery. The devices did not pass through a previously-deployed stent. There was resistance encountered when advancing the devices. It was reported that the event was due to use of the devices in difficult lesion morphology/anatomy or procedural related. No patient complications were reported as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.